Manufacturer narrative:
After further review of the additional information received the following sections g4,g7, h2, h3 and h6 have been updated accordingly. As reported, the 6mm x 40mm saber rx percutaneous transluminal angioplasty (pta) was inflated but it ruptured at six atmospheres (atm). There was no reported patient injury. The device used in the percutaneous vasodilation for the right external iliac artery. The lesion had little vessel tortuosity, severe calcification and had a chronic total occlusion (cto). The device was replaced with another saber rx balloon catheter whose diameter is the same, but the length is different to complete the procedure. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device did maintain negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and the guide catheter. The plunger did depress into the syringe/indeflator when trying to inflate. A non-cordis contrast media was used in the procedure with 50:50 contrast to saline ratio. Also, a non-cordis inflation device was used and the same indeflator was used successfully with other devices. The product was removed intact in one piece from the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis as it was discarded by mistake. A product history record (phr) review of lot 17700753 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and a chronic total occlusion may have contributed to the reported event as calcification is known to cause damage to balloon material. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm x 40mm saber rx percutaneous transluminal angioplasty (pta) was inflated but it ruptured at 6 atmospheres (atm). Therefore, the product was removed intact in one piece from the patient and was replaced with another sabe rx balloon catheter whose diameter is the same but the length is different to complete the procedure. There was no reported patient injury. The device used in the percutaneous vasodilation for the right external iliac artery. The lesion had a little vessel tortuosity, severe calcification and had a chronic total occlusion (cto). The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. There was no difficulty removing the product from the hoop and from the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device did maintain negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and the guide catheter. The plunger did depress into the syringe/indeflator when trying to inflate. A non-cordis contrast media was used in the procedure with 50:50 contrast to saline ratio. Also, a non-cordis inflation device was used and the same indeflator was used successfully with other devices. The device will not be returned for analysis since it was discarded by mistake. Additional procedural details were requested but are unknown.